Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the device revealed elevated capture threshold and high pacing impedance exhibited by the right ventricular lead. Conductor fracture was suspected. The lead was capped and replaced on (B)(6) 2023. The patient was stable.